Event description:
Had essure device put in may of 2013, had for several months. In (B)(6) 2014, noticed bleeding that was abit heavier than usual already had hysterectomy scheduled for (B)(6) of 2014. When doctor got me in, he found the devices broken inside my body which caused me to be bleeding so heavy. My hysterectomy saved my life. I had device placed, months went by, in (B)(6) of 2014 I was sitting in class, noticed a heavy amount of blood through. It was my cycle. I had already had surgery for hysterectomy scheduled for over spring break. Go in for surgery come out to find out micro-insert had came out of my fallopian tubes long before surgery. One was puncturing my uterus and the other was laying in my cervix. I had a large black/blue mark on my stomach when I woke up. Was later admitted. Two weeks later honestly I am not exactly sure I had some medicine in me from all the pain, I don't remember much. I have pictures and this card I was giving after essure was put in my body. I had to be on bed rest for months. I was withdrawn from school. I ruin a lot for me. It was very painful. Permanent birth control. Quantity: 2; frequency: once.